Event description:
2024-apr-29 (B)(6) (rep, hcp): (B)(6) received information regarding an imaging system being used outside of a procedure. The original complaint provided by an external dispatcher on behalf of the site reported that this system would not complete a boot-up sequence with an error message stating that it would not correct. The manufacturer representative (rep) later reported this allegation was incorrect and the actual allegation was the site reported to have difficulty docking its imaging system. No troubleshooting was done at the time of report due to email sourcing. There was no patient involvement. 2024-may-06 interface update (rep): additional information was received. There was a miscommunication on the system serial number and this complaint was actually against an external system. The imaging system was functioning as intended and would not need service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).